Event description:
The reporter stated the surgeon inserted an aa4203tl, silicone plate toric lens and the lens was torn during insertion. Further info has been requested, but none is forthcoming. If add'l info is received, a supplemental report will be submitted.